Event description:
The pt developed mastoiditis 38 days after the surgery. The pt was placed on amoxicillin and then admitted in 2007, after developing hives around the mouth as a result of antibiotic. He was then placed on cefuroxine. The company is in the process of obtaining additional information.